Event description:
It was reported that the pt experienced a loss of therapeutic effect on (B)(6) 2011 and was unable to urinate. The pt turned off her stimulator over the weekend and was seen at a clinic, where she tested negative for a urinary infection. The stimulation was helping with the pt's frequency, but not the urgency. It was also reported that the pt could not adjust stimulation, frequently saw a "poor communication" screen, and heard three beeps when trying to increase stimulation. The pt had an appointment with a MFR representative. Additional info received from the hcp reported that the pt was reprogrammed on (B)(6) 2011. There were no reported symptoms associated with the event, and there was no pt injury.

Manufacturer narrative:
(B)(4).